Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified an opening, crease flat, and wear abrasion. Leak test was performed and identified an opening on the posterior. A microscopic analysis was performed which identified a sharp opening in the posterior side. Fill test inspection was performed and the result was no blockage. Based on the device analysis the final assessment was a sharp broken patch/shell bond edge assessed as an unidentified (tear) opening. Additional, changed, and/or corrected data.

Event description:
Additionally, healthcare professional reported pocket was likely contracted due to the lengthy time since deflation" healthcare professional reported "patient experienced the most uncomfortable mammogram they had ever had"; this is not device related.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side "possible deflation". Device remains implanted.